Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that the alleged issue began at an unspecified date and time in (B)(6) 2011. The patient stated that she manages her diabetes with insulin (unknown type and dosage) and took her usual dose of medication in response to the reported issue. It was not specified if the patient developed any symptoms. The cca was informed by the patient that at an unspecified date and time in (B)(6) 2011, she was taken to the emergency room (ER) where she was administered with IV glucose. She was also tested on the ER/hospital meter (unknown device) but could not recall what the test result was. At the time of troubleshooting, the cca determined that the patient was using the correct type of test strips and that the subject meter turned on with the power button. The cca noted that the battery needed replacement. Replacement products were sent to the patient. Although it was not specified if the patient developed symptoms suggestive of a serious injury, this complaint is being reported because the patient received medical treatment after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (09/04/2012)-device evaluation: the meter and test strips involved with this complaint have been returned on (B)(6) 2012 and evaluated by product analysis (pa) respectively on (B)(6) 2012 with the following finding: the meter passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips passed testing with no faults found. The primary complaint was not confirmed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.